Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp was chipped/fractured and the hex driver bit was rounded/stripped.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated a1: patient ID is unknown. A2: birth date unknown. A3: gender unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Visual examination of the item shows signs of repeated use (nicked or gouged) and the anterior section of the post feature has fractured off. Not all of the pieces were returned for evaluation. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records are not available for review. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.